Event description:
A user facility reported that the connector on a lma came out of the lma airway tube when it was being used in a pt. The lma was replaced with another lma. There was no pt injury or problem.